Manufacturer narrative:
Blocks d1, d4 (model number, catalog number and unique identifier (UDI) #) and g4 (premarket / 510(k) #) have been updated with the additional information received on march 8, 2024. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code (B)(6) captures the reportable event of stent prematurely deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was to be implanted transduodenal to common bile duct to treat a dilated common bile duct during a stenting procedure performed on an unknown date. During the procedure, the stent prematurely deployed. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was intended to be placed for the treatment of dilated common bile duct. However, per the axios stent and delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content. The device is not indicated to be placed to treat a dilated common bile duct.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was to be implanted transduodenal to common bile duct to treat a dilated common bile duct during a stenting procedure performed on an unknown date. During the procedure, the stent prematurely deployed. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the axios stent was intended to be placed for the treatment of dilated common bile duct. However, per the axios stent and delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content. The device is not indicated to be placed to treat a dilated common bile duct.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. H6: imdrf device code a150103 captures the reportable event of stent prematurely deployed.